Event description:
It was reported that the device was returned for service. Report 1 of 1 complaint (B)(4).

Manufacturer narrative:
During pre-repair assessment performed by technician, damaged locking components were due to handling. Tool locking mechanism defective and device generates a lot of heat. Service records indicated that the device failed sound, temperature, oil leak, and rpm testing. Tool locking mechanism replaced.